Event description:
The customer reported that both monitors were black resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted and the ps1 connectors were reseated. The system was then found to be operating as intended.